Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead thresholds looked good when hooked up to the analyzer. However, once connected to the implantable pulse generator (ipg), there was no capture. The lead was again hooked up to the analyzer with and parameters looked fine. The physician suspected a device pacing and capture issue. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.